Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter. Product event summary: the 4fc12 sheath with lot number 0012121340 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area identified a shaft kink/twist at approximately two and two and one half inches from the tip. Functional testing was performed and the steering mechanism and deflection test revealed the shaft bent out of the plane. In conclusion, the sheath failed the returned product inspection due to a kink/twist observed on the shaft and the shaft bent out of the plane. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was tip damage to the sheath. It was also reported that the sheath and the balloon catheter lost responsiveness and maneuverability while positioned at the last pulmonary vein. Despite the issues, the case was completed with cryo. No patient complications have been reported as a result of this event.